Event description:
Family member reported during intrathecal catheter implant procedure, when the surgeon inserted the spinal needle and catheter, "they hit adhesions" in the patient's back, "like a spider web around the nerves". The patient woke from surgery with complaints of "extreme pain and cramping from the hips down to the toes of both legs". "She couldn't stand the weight of a sheet on her toes". The patient was transferred to the ICU and remained hospitalized for many days. Family member referred to the patient as having, "an injury to the nerves", and stated the physician did not provide an indication for how long it will take the injury to heal. The family member reported the patient's surgical incision is still swollen, and the patient continues to have pain in hips and thighs. The patient is scheduled for a follow up appointment with the physician in 2007. Manufacturer device registration information indicated the patient had a catheter replacement thirteen days later. Additional information has been requested from the patient's physician regarding the details associated with the reported events, and a follow up report will be sent when new information is received.